Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the unexpected reset issue could not be verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset and malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 260 mg/dl.